Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed and no conclusion could be drawn as no product was received for evaluation.

Event description:
It was reported that during insertion of a variable angle (va) screws, a screw went through the hole of the plate. The surgeon pre-fixed the va screws into the holes and fixed them with a torque limiting attachment. He was unable to secure the screw into the proximal row styloid hole. He continued to fix the screw and it went through the hole. He tried to remove the screw, but it would not come out. Therefore, he finished the operation. The plate and screw remain in the patients body. This is 1 of 3 reports for file (B)(4).

Manufacturer narrative:
Device(s) listed in this report is (a/re) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.